Manufacturer narrative:
Device evaluation results: one cadd legacy 1 pump was returned for investigation in used condition with chipped top and bottom cases on the upper left hand corners and scratched lcd lens. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The reported problem "double beep" was represented in the event log by no disposable alarm messages during start on testing. Functional testing found double beeping immediately upon insertion of batteries and power up testing. The customer reported product problem was therefore confirmed. The downstream alarm sensor, the lcd lens and both cases were replaced on the pump. Subsequently the pump passed functional/delivery testing.

Event description:
It was reported that during testing a smiths medical pump exhibited a double beep alarm indicating the cassette was not attached properly with cassette attached. Also noted was a damaged case and lens.